Manufacturer narrative:
A ge service representative performed an onsite investigation. The single board computer was evaluated and identified as requiring replacement. A system upgrade was determined to be required. Multiple system components were replaced including the x-ray controller pcb, system interface pcb and generator interface pcb. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system inter-mixed patient image data. No patient serious injury or death was reported related to this event.